Event description:
The customer's bgs were high. The customer gave themself a correction bolus of 3u using the pump. The bgs went down a bit and then they gave themself another 3u by manual injections, which brought bgs down. The customer tested for ketones and the results were positive. The customer contacted the dr and was instructed to go to the hosp. The customer was admitted to the hosp. The health care team determined that there were no ketones and bgs had dropped to target range. The customer stated that they returned home, changed the set and site, but the bgs went high again. Troubleshooting was performed. The pump passed the functional testing.